Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with cracked battery tube threads and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack case in battery compartment and retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.